Manufacturer narrative:
G4: 22sep2020. B4: 23sep2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported numbers keep jumping around on the screen. There was no patient involvement.